Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The quality controls at the time of discordant result were within acceptable ranges. The customer spun the original patient sample and repeated it and the results were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument malfunction. The hsc specialist recommended that the cuvette windows be cleaned. A siemens customer service engineer (cse) specialist was dispatched to the customer site and cleaned the cuvette windows. The cse also replaced the source lamp. The cause of the discordant, false negative result on one patient sample is unknown. The cause of reporting the discordant, false negative hcg result with the flag of abnormal assay on one patient sample was related to the user error. As per the dimension exl system operator's guide, "if the sample is flagged with an error of abnormal assay, the result cannot be reported and the sample should be rerun". The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument on (B)(6) 2016. The discordant result was flagged with an abnormal assay error and was reported to the physician(s). On (B)(6) 2016, a new sample was obtained from the patient and tested on the same instrument, which resulted positive. The physician(s) then questioned the result from (B)(6) 2016. The original sample was diluted and repeated twice on the same instrument and once on an alternate dimension exl instrument, also resulting positive. The corrected result from the alternate dimension exl instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.